Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal was dislodged out of the package and stuck in the loader. A replacement was used to complete the procedure there was no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the delivery device was returned separate from the loading device. The green slide lock and the white plunger were depressed on the delivery device. The seal was received separate with the middle rims unraveled. The tension springs were received separate with the blue string intact. There was no evidence of blood on the device. Based upon the visual observations, the reported complaint "seal was dislodged and stuck in the loader" was confirmed since the seal and springs had dislodged. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).